Manufacturer narrative:
(B)(4). D10: item# 115313; lot# 417310. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three (3) weeks ago. Subsequently, the patient underwent a revision on the same day, as it was noticed on the post-op x-rays that the glenosphere and the baseplate disassociated while the taper and glenosphere remained in-tact. A new glenosphere, mini adapter, and poly were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified the taper adaptor was returned inside the glenosphere. There is damage to the top of the taper and the side of the taper has a cut/gouge. The base of the taper adaptor is also scratched. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.